Manufacturer narrative:
This report is submitted on august 06, 2018.

Event description:
Per the clinic, it was reported that the device was explanted due to recurrent cholesteatoma. The patient was reimplanted with another device during the same surgery.